Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The bolus wizard functioning properly. Device received with minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 448 mg/dl. Customer had an infection and customer was on antibiotics. Customer had also drunk some protein. Customer mentioned the infusion set cannula was bent. Customer mentioned the bolus recommended her to take 3 units of bolus when her blood glucose was high. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.